Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a bent cannula. The customer stated that they had high blood glucose of 510 mg/dl at the time of incident. The customer stated that the high blood glucose reached 600 mg/dl. The customer stated that they treated the high blood glucose with the insulin pen. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.